Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed per spec with accurate readings.

Event description:
Customer reported that her blood glucose was 194 mg/dl. Customer stated that her sensor was reading low blood glucose and was alarming calibration error. Nothing further was reported.